Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 12-sept-2016 found injection valve #4 loop leaking. Replaced sample loop and cleaned injection valve. Flushed flow path. Replaced column. Calibrated, ran qc (quality control) and precision - all passed. Followed up on 13-sept-2016 with a phone call and found that g8 analyzer is running good. The most probable cause of the reported event was faulty sample loop.

Event description:
On (B)(6) 2016 the customer reported injection valve leaking with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.